Event description:
It was reported that the user experienced a cgm accuracy issue with a false low that led to overtreatment with carbohydrates, followed by prolonged hyperglycemia while using the ilet; the user later disconnected the pump overnight and was assisted with reconnection and site change, with no issues noted and 134 units remaining in the cartridge. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem, a usage problem was identified, and the situation involved improper or incorrect procedure or method; the device component assessment was not applicable. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error caused or contributed to the event.